Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath in the right femoral artery). About 15 min post deployment pedal pulses were absent and pt experienced discomfort. Reopro therapy was begun, along with retavase. The following day, an angiojet was used to extract residual clot. The event was completely resolved after the angiojet procedure, and no further complications reported.